Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site. The patient has been treated with antibiotics (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, excess skin was excised on (B)(6) 2016. The implanted device remains. This report is filed april 18, 2016.